Event description:
During a ptca / stenting treatment procedure the adante balloon ruptured at 3 atm's on the initial inflation during predilatation. The lesion being treated was a caclified artey. The patient was asymptomatic during this event. The adante balloon catheter was removed and replaced with another balloon catheter to successfully complete the stenting procedure. Patient status is reported as 'good'.